Event description:
A malfunction on the pump was reported after the customer fell into water, submerging the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. During troubleshooting with technical support, the malfunction alarm recurred. The customer reverted to an alternate method of insulin therapy.